Event description:
The problem being reported is one which is related to the overall design of the product. When nursing spikes the tpn with another co's 20 drop/ml vented/unvented 2"y" site set, the neck containing the port on the tpn bag is often punctured, resulting in either the tpn having to be remade if the nurse is aware (which they usually are), or the bag possibly being hung with the sterile integrity of the tpn being violated. Currently there is a 1cm reinforced part on the neck. The spike to the IV set however, extends 1cm past this & this is where the bag is punctured. The bag is very soft & easily punctured past the 1cm portion which is reinforced. One has to keep the neck perfectly straight to avoid puncturing the bag, which is not easy to do. This problem could easily be solved by extending the reinforcement of the neck another 1.5cm.